Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "door open alert" was not reproduced. A review of the event history log (ehl) revealed "door open alert" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the missing lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door open alert during programming/setup. There was no patient involvement. No additional information is available.